Manufacturer narrative:
Four (4) actual samples were received for evaluation with the aluminum foil peeled. A visual inspection with naked eye identified sponge found fully separated from the cap on four (4) samples. The reported issue was verified. The cause of the condition was believed to be mishandling during distribution. A nonconformance has been opened to address this issue. Five (5) devices were not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Event occurred on an unspecified date in (B)(6) 2018. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge was fully separated from nine (9) minicaps. This was found before use. There was no patient involvement. No additional information is available.